Event description:
A software error was reported, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it, after which the error did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.